Event description:
It was reported that the home patient (hp) had the transfer set disconnect from the titanium adapter during the night therapy. The hp noticed that the mattress was wet in the morning after the therapy. The hp placed gauze dressing that was soaked in betadine over the titanium adapter and followed up with the peritoneal dialysis clinic. The hp was administered a prophylactic antibiotics. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Actual date of the event is unknown. However, it was reported that event occured sometime in (B)(6) 2013. The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.